Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next control solution from lot # 9bv2g36 for evaluation. No test strips were returned, therefore, in-house contour next test strips from lot # 9fpec42a were used. An in-house testing was performed using the returned meter with returned control solution and in-house test strips, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked as control results.

Manufacturer narrative:
The customer puts the control solution on the table but she occasionally puts it on her fingers and she tests just as if it were blood. As per the contour next one user guide, "do not apply control solution to your fingertip or to the test strip directly from the bottle." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #. This event is related to MDR 1810909-2019-00524.

Event description:
A pharmacist called to report that the customer obtained a control reading of 183 mg/dl on the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The pharmacist was advised to return the control solution for evaluation. Replacement meter kit and test strips were sent to the customer.